Event description:
The device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture, "regular contour, showing signs of intracapsular rupture characterized by linear hypo intense images, some tangled, inside the silicone-gel (linguine sign) and droplets of water inside the silicone gel (olive oil sign)". The device remains implanted.